Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was reprogrammed following patient's collapse. Attempts to obtain additional information were unsuccessful. All available information indicates that the device remains in service.